Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock from this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device, while programmed in the primary vector. This electrode exhibited a decrease in r-wave amplitude, myopotential noise, resulting in t-wave oversensing. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device advising a history of 3 untreated episodes since on (B)(6) 2023. Ts provided recommendations for additional testing, programming in secondary and alternate vectors, manipulation testing, posture changes and programming options. The device remains implanted. No adverse patient effects were reported.